Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "intermittent loss of image when connected" was not confirmed. The device passed the quality check at the time of delivery. Based on technical inspection, no intermittent loss of image could be detected or reproduced. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings e.g. IFU usb826_en_v1.2_11-2021_IFU_ce-MDR contains the following note in chapter 3.2 "correct handling and product testing": "if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: functionality, damage, changes to the surface. For detailed inspection criteria, see section inspecting the product. Do not continue to use damaged products. Dispose of the product properly." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has intermittent loss of image when connected to the monitor. No negative impact in state of health reported.